Event description:
It was reported that towards the end of a robotic laparoscopic gastric bypass roux-en-y, the bipolar fenestrated grasper (bfg) cable was broken at the end of the procedure when performing anastomosis. The system did not trigger any alarm as the cable was only frayed so the bfg was able to be removed and changed with a new one. The bfg was at about 43%. There was a 2 minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that towards the end of a robotic laparoscopic gastric bypass roux-en-y, the bipolar fenestrated grasper (bfg) cable was broken at the end of the procedure when performing anastomosis. The system did not trigger any alarm as the cable was only frayed so the bfg was able to be removed and changed with a new one. The bfg was at about 43%. There was a 2 minute delay. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the one returned bipolar fenestrated grasper and the device data logs. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. There was one tungsten cable that was frayed. This was probably due to a deficiency in cable's design and high forces exerted on the bipolar fenestrated grasper. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the fraying, the jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs do not indicate any failure with the mentioned bipolar fenestrated grasper. The logs show that the bipolar fenestrated grasper had a use time of three hundred and fifteen minutes and use count of six. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. It was determined that the most likely cause was traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.